Manufacturer narrative:
A deltec® p.a.s. Port® elite peripheral vascular access system with polyflow® polyurethane catheter was returned for evaluation. Visual inspection of the device showed the outlet tube did not have any weld markings about the proximal end. Based on the evidence, the complaint was confirmed. The root cause was attributed to a welding step missed in manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that seven days after placement, a deltec® p.a.s. Port® power p.a.c. Implantable access system was unable to have blood drawn from it, and when the nurse flushed the port, extravasation was observed. An x-ray was performed and showed the port connector was broken. The port was surgically removed. The event was resolved after implanting a new port. No permanent injury was reported.